Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product ID: 97755, serial/lot #: (B)(6), was returned for analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen and the cable insulation was peeling at the donut end and wires were exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the rtm was getting "very hot" and the controller gives a no device found screen when rtm is plugged in. The patient reported that they can still connect wirelessly with controller to the implant. According to the patient, this issue started "last week sometime". An email was sent to the repair department to replace the device.